Manufacturer narrative:
H11: corrected data: corrected section f10 (device code). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10. Additional manufacturer narrative: attached presentation. Added h6 code. There was no allegation device prematurely/malfunctioned. Attempts to retrieve additional information were unsuccessful. The cause of the event remains indeterminable; however, patient factors and progression of patient's underlying valvular disease may have contributed to the event.

Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. The root cause of this event cannot be conclusively determined with the available information. However, the high gradient in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm 2800 aortic valve implanted greater than 10 years underwent valve-in-valve procedure due to high gradient (av mg=49 mmhg), progressive dyspnea, and nyha class iii. A non-edwards corevalve transcatheter valve was implanted via transfemoral approach with l basicilica under conscious sedation, without bvf.